Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited an inappropriate mode switch due to oversensing noise on the right atrial channel. Inappropriate ventricular pacing was provided and the intrinsic rhythm fell into the blanking period and was undersensed. The health care professional requested reprogramming recommendations. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.